Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during the initial inflation at 5 atmospheres for 3 seconds, the balloon ruptured. The device was removed from the patient without any problem and pinhole on the balloon was noted. The procedure was completed with another of the same device. No patient complications were reported and the patient status was good.